Event description:
Ref imp report (B)(4).

Manufacturer narrative:
On (B)(4) 2013, medacta collected information concerning six cases of bone fractures in which its stems are involved. All occurred to the same surgeon during a clinical study. The events occurred during the years 2009, 2010, 2011, 2012 and were not initially reported to medacta as complaints. Document review: we analyzed our batch records of each case, in particular for this one: quadra h femoral stem size 7 - (B)(4)/lot 080990 (50 stems produced). All parameter were found to be conforming to specifications valid at the time of manufacturing. Thirty-eight stems belonging to this lot have been already implanted and no incidents have been reported up to now. On the basis of the data collected, there is no evidence that the event is device related, but it can be more related to surgical mistakes. The six cases are reported with the MDR's from 2013-00057 to 2013-00062.